Event description:
The facility's biomedical engineering dept reported an incident of an IV infiltrate to a hand of a neonatal pt. The pump was reported to be infusing IV fluids with a "small" concentration of a calcium gluconate. The IV fluids were being infused to a peripheral line in pt's hand at a rate of 15ml/hr and a volume to be infused of 55ml. The facility reported that the IV site was checked by a nurse at 7pm and then rechecked at 11pm. At 11pm the pt's hand was found to be swollen, bruised, with split skin and a blue spot. The IV infusion was then disconnected, edema subsided, and an antibiotic ointment was applied to the split skin on the pt's hand. Nurse manager of the neonatal unit stated they had been informed that the pt would require a small skin graft due to remaining "blue spot" on the hand. The nurse manager of the neonatal unit stated that no other pt injury had been reported related to the event. Despite baxter's efforts to obtain add'l info from the reporting facility, details were not available regarding pt's demographics or diagnosis, or the set up of the infusion device.